Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead and right atrial (ra) lead, suspected oversensing noted on stored el ectrogram (egm). It was also reported rv lead non physiologic intervals noted. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient contacted and/or has been seen by the healthcare professional. No information provided regarding intervention